Manufacturer narrative:
B4; g1, 3, 6; h2, 3, 6. H3: ge healthcare's (gehc) investigation has been completed. An acoustic performance test was performed per nema standards publication no. Ms4-2010 (acoustic noise measurement procedure for diagnostic magnetic resonance imaging devices) and iec/cei 60601-2-33 clause 26. The testing concludes that the system is within the specification for this system configuration. Based on the information provided by the customer, gehc was able to confirm the patient had not been provided adequate hearing protection with required noise reduction rating (nrr) of 29 db or better for mr examination. The root cause of the injury was determined to be inadequate hearing protection for mr procedure. It is the customer's responsibility to provide hearing protection with a nrr of 29 db or better as described in the user manual. No system root cause was determined for this event. No corrections are required as the system was operating within specification.

Event description:
It was reported a patient sustained bilateral hearing loss following an mr examination. Although some initial improvement was noted by the patient, their condition did not fully recover, and hearing aids were provided.

Manufacturer narrative:
D: there are no additional device identification numbers. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.